Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported their stimulation stopped working. Pt said it has been a year ago since the issue started. Pt stated the ins quit shocking their back and it went to their belly and they have 3 reps came to move the ins back to their back but that didn't resolved the issue and the patient quit using the device. Pt also mentioned they quit using the ins, now ins wasn't charging and was dead for so long. Pt said they are having a surgery. Pt had a torn rotator cuff and needed to have an MRI. Agent redirected pt to their hcp to set up an appointment to a rep to further address the issue.